Manufacturer narrative:
Date of event: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 8143543. Investigation summary: customer returned (4) 31g, 5mm bd pen needles without the tear drop labels attached (used). Consumer reported that nothing came out during the pen needle. The returned pen needles were examined and tested for flow. All (4) tested pen needles passed the flow test (no clogs observed), therefore the alleged defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there were 5 occurrences where insulin was unable to be delivered with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter: consumer reported that nothing came out during the pen needle. She has samples to send back. Lot# 8143543; expiration date-2023-05-31; item# 320199.